Manufacturer narrative:
This report is filed july 19, 2016. Registration number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic inflammation at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet. The implanted device remains.